Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. It was reported via insulet customer service team that on 08/09/2024 the patient experienced a hyperglycemia event. The cgm reading was 232 mg/dl and there was no bg taken, she was experiencing vomiting. There was also no medication taken while she was at home. Somebody took her to the emergency room; there they took a bg reading which was over 400 mg/dl. At the hospital, the patient was treated with IV insulin, anti-nausea, and pain medication. The patient was admitted to the emergency department for 1 day. Of note, the patient is no longer using the dexcom g6 device. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.